Event description:
The hospital reported that the patient was scheduled for surgery and wearing the brace beginning on (B)(6) 2012. The hinge failed on the brace and the right knee collapsed causing additional damage to the knee, as well as the other knee becoming damaged in fall, requiring extensive surgery.

Manufacturer narrative:
Deroyal: deroyal has not received the defective product at this time to complete the root cause investigation.